Manufacturer narrative:
Batch reviews performed on 21 february 2017: lot 1416477: (B)(4) items manufactured and released on 25 january 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Screw ha5 - length 35, code 02.07.10.0266, lot. 1413504. Approx (B)(4) items manufactured and released on 28 november 2014. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. Preliminary investigation performed on the 23rd of february 2017 by r&d project manager: metal shaving was most likely generated during the tightening of the screw into the 4in1 cutting guide. The shaving can have been produced by the head of the screw in contact with the sharp lateral wall of the of the 4in1 cutting block. The screw was put in contact with this lateral wall in the attempt to tighten it but misaligned with the axis of the hole. Because of the different hardness between the guide, manufactured aisi 420b, and the screw produced in aisi 630, the screw could be potentially damaged by release of fragments of metal material. In spite of this, the surgery was completed successfully without any delay.

Event description:
The surgeon noticed a metal shaving in open wound at time of positioning of 4-in-1 cutting block during a myknee tkr. The surgeon removed the metal shaving from patient and requested to proceed with 4-in-1 cuts and rest of tkr. No delay; no patient harm. The surgeon was confident that metal shaving were removed from patient successfully.